Event description:
It was reported that the patient was receiving chemotherapy for stage four cancer. There was a lead warning on the right ventricular lead for high threshold. The lead remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.